Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the vessel sealer extend (vse) instrument had malfunctioned. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The vse tips failed to open after they were closed. The vse instrument did not work at all during the procedure. No error occurred when the issue occurred. The issue occurred before sealing; therefore, the tissue was not sealed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vesel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was found to have homing failure based on log review. The instrument passed recognition and engagement when tested on the in-house system. The instrument passed cut and seal testing. There was no exposed blade. A review of the logs showed error code 22026, failed during homing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not clamping on the patient¿s tissue. Therefore, no adverse effect on the tissue.